Manufacturer narrative:
(B)(4).

Event description:
A volume discrepancy problem was reported. The actual residual volume was greater than the expected residual volume. Specific values for volumes were not provided. No info was available as regards to the pt status, drug dose/conc infused. Add'l info has been requested from the hcp, but was not available as of the date of this report.